Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the attachment being defective was confirmed. The likely cause of the failure was due to a worn/damaged tube tip. However, it was also noted that the bearings were worn/detached. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. B3: notified date used as the date of incident, as the event date was unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was defective. At the time of the report, there was no patient impact.